Event description:
A low immulite 2500 cea result was obtained on a pt sample and upon retest the result was positive. The positive result was reported to the physician. Pt treatment was not altered. There was no report of adverse health consequences due to the discordant cea results.

Manufacturer narrative:
A siemens field svc engineer (fse was sent to the customer site. Analysis of the instrument, and instrument data indicate that the cause for the discordant cea result is unk. The instrument is performing within specs. No further evaluation of the device is required.